Manufacturer narrative:
Manufacturing review: per the lot history review, this is the (B)(4) complaint for this lot number and issue to date. Based upon the severity level and lot quantity, a DHR review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was not returned. The outer catheter was noted to be stretched 53 mm from the strain relief. There was a gap between the atraumatic tip and the distal end of the catheter of 3mm. No other anomalies noted to the outer catheter. Dried blood was observed between the outer catheter and the stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to the dried blood. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. Per the reported details, an introducer sheath was not used to advance the device. The instructions for use (IFU)states under ¿materials required for device placement¿ that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a stent graft in an upper arm graft to treat a thrombectomy, the stent graft could not be deployed. The lesion was adequately treated and there were no attempts to deployed another stent graft. There was no patient injury reported.